Event description:
It was reported that boston scientific (bsc) received information that the patient with the above-referenced cardiac resynchronization therapy pacemaker (crt-p) was admitted into their local hospital due to episodes of syncope. The referenced device was interrogated and found to be operating in back-up safety mode. At a recent previous interrogation, the battery status displayed on the programmer indicated that the approximate time to explant was less than three months and the needle on the time remaining gauge was in the yellow area (see response 2 for additional information about the time remaining gauge). The device was providing safety mode pacing at 72 beats per minute (bpm), as designed; however, loss of capture and periods of asystole were observed. The physician suspected a pacemaker malfunction or that the battery had depleted. External pacing with a zoll pacemaker was administered and the patient was transferred to (B)(6) in (B)(6) for emergency pacemaker replacement. The referenced device was replaced with a new pacemaker and it was returned to bsc for laboratory analysis. The referenced device was received by the bsc post market quality assurance laboratory and analysis is currently in progress. The laboratory analysis results will be provided to dkma in the final vigilance report (vr).

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery and additional intervention. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.

Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery and additional intervention. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion and found to be in a safety mode status. This pacemaker was also reported to have exhibited loss of capture and pacing inhibition with 10 seconds of asystole. The patient experienced syncope and external defibrillation was provided. This device was then explanted and replaced. No additional adverse patient effects were reported.